Manufacturer narrative:
(B)(4).

Event description:
Telemetry confirmed a critical alarm. The alarm was due to a motor stall. A tube set alarm was present and a low battery reset occurred. The pump was in a safe state. The medications being delivered via the device system were morphine and bupivicaine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.